Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On approximately (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi and run on the xpert xpress cov-2/flu/rsv plus test. The result was sars-cov-2 negative, flu a positive, flu b negative. This result was reported to a physician. For retesting, the original sample was sent to the state public health lab at their request for flu a serotyping. On (B)(6) 2022, the state public health lab reported influenza a undetected, influenza b undetected, sars-cov-2 undetected using a modified influenza sars-cov-2 multiplex pcr assay. This result was not reported to the physician. Patient was symptomatic at the time of testing. There was no known harm to the patient. Review of the test results show pcr curves are normal in appearance and are consistent with presence of specific target. The flu a threshold values are consistent with a relatively low concentration of target. The likely root cause is target near limit of detection or near cut off. There is no indication of product malfunction and there was no reported harm to the patient. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note: device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On approximately (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi and run on the xpert xpress cov-2/flu/rsv plus test. The result was sars-cov-2 negative, flu a positive, flu b negative. This result was reported to a physician. For retesting, the original sample was sent to the state public health lab at their request for flu a serotyping. On (B)(6) 2022, the state public health lab reported influenza a undetected, influenza b undetected, sars-cov-2 undetected using a modified influenza sars-cov-2 multiplex pcr assay. This result was not reported to the physician. Patient was symptomatic at the time of testing. There was no known harm to the patient.